Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated the buttons on the insulin pump became unresponsive after changing the battery on the customer's insulin pump. Customer's blood glucose was 600 mg/dl. The mother will treat the customer's blood glucose with a back-up plan. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.